Event description:
It was reported that the patient had previous non-abbott stent implants in saphenous and mammary artery grafts: a pro-kinetic stent had been implanted in the tci (left common trunk) and in the mid circumflex (cx) an apolo stent ((B)(6) 2009). In (B)(6) 2009, the patient returned to the hospital with angina due to in-stent restenosis of tci-cx . New stents were implanted: 3x28 xience in tci and 2.5x23 xience in cx. The patient was hospitalized in (B)(6) 2011 with angina. Angiogram showed in-stent restenosis in tci and focal in-stent restenosis of cx. On (B)(6) 2011, during the procedure to treat the restenosis of unk stent in cx, after predilatation in the proximal cx, a 2.75x33 xience prime stent delivery system (sds) met resistance during advancement and did not cross the left common trunk to the ostial cx despite dilatation of the left common trunk and use of two guide wires and a guideliner guiding catheter for support. The 2.75x33 xience prime was blocked in the curve of the ostial cx and could not be advanced or moved backward. Therefore, the stent was deployed in the left common trunk, an unintended site. Dilatation was performed to the cx lesion with good angiographic results, therefore, no stent was implanted in the cx.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In the second lesion, in the left common trunk, a 2.5x28 xience prime sds was advanced to ostial circumflex but was blocked between previously implanted unk stent struts in the trunk. The sds was difficult to remove. Several assertive pulls were performed to remove the sds system. The sds was removed. But guide wire access was lost and the stent dislodged from the sds. A balloon was advanced distally over the stent and it was inflated using a "fogarty technique" (distal over the stent) to try to remove the stent unsuccessfully. The stent was embedded, partially against the previously implanted stent and partially in the artery wall. A guide wire was advanced and the target lesion in the left common trunk was treated with several balloon dilatations. Good blood flow was seen angiographically. Reportedly, there was a clinically significant delay in the procedure, however the patient was stable and without pain during the procedure. ECG was without changes. A good clinical evolution was confirmed and a follow-up will be done within 6 months. No additional information was provided. Concomitant medical products: stents: pro-kinetic, apolo, 3.0 x 28 mm xience, other: prasugrel and acetylsalicylic acid. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The other xience stent is being reported under a separate medwatch report number.